Event description:
The device was returned to the service ctr with a report from the customer contact that the device would not charge or turn on using battery. This does not indicate a reportable malfunction; however, during verification testing at the service ctr it was noted that the battery was swollen.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.